Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of lcp proximal femur plates was processed through the normal manufacturing and inspection operations with no non conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications at time of acceptance. No nonconforming reports were noted. The raw material met all dimensional and visual criteria at the time of release with no issues documented. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
It was reported patient presented to emergency department complaining of pain following a fall on (B)(6), 2014. Examination revealed a broken proximal femoral locking plate and a recurrent non-union of the fracture. Patient had been previously implanted on an unknown date with a non-synthes nail, which developed a non-union. The unknown nail was removed and revised to the synthes proximal femoral locking plate on (B)(6), 2013. After the fall, and the broken plate and recurrent non-union were identified, the patient was returned to the operating room on (B)(6), 2014. All existing hardware (broken plate and 10 screws) was removed and the patient was revised to a trochanteric fixation nail with iliac crest bone graft. The patient status/outcome following the procedure was reported as stable. This is report 1 of 1 for (B)(4).